Event description:
It was reported that the patient underwent a l5-s1 laminectomy for decompression of the nerve root, transforaminal interbody fusion with concord carbon fiber cage, and bilateral posterolateral fusion with acromed expedium instrumentation and local bone graft using rhbmp-2/acs. During the surgery, the disk space was incised and scrapers 8, 9 and 10 mm used-with the disk space under distraction. A 10 mm x 23 mm x 9 mm concord carbon fiber cage was packed with bmp and camped into position and distraction and removed. No neural impingement or overt excess distraction was seen. No trauma was noted. The roots were free within their foramina and the cage fit nicely and was under compression. The rods were placed. Nuts were placed, tightened and torqued. Biplanar image showed appropriate anatomic levels, screw depth and position, cage position and lordosis. Nuts were tightened and torqued. The laminectomy was completed on the left side where medial facetectomy and foraminotomy allowed decompression of the lateral additional bmp was placed along with morsellized bone in the graft beds bilaterally and an extra sheet of bmp was placed in" the interbody fusion as well. The patient's ¿post-operative period was marked by complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and ectopic bone formation¿.

Manufacturer narrative:
Concomitant medical products: cage, implantable instrumentation (implant (B)(6) 2009). (B)(4). (B)(6). Neither the device nor applicable imaging study films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).